Event description:
It was reported that the patient presented for a generator change procedure. When the physician attempted to remove the right atrial (ra) lead and right ventricular (rv) lead, it was noted that the ra lead and rv lead stuck in the pacemaker header. There were some contamination noted on the behind the sealing rings of the ra lead and rv lead. The physician successfully removed the ra lead and rv lead and attached to new pacemaker. The old pacemaker was explanted and replaced. The patient was in stable condition.